Event description:
A report was received that the patients pocket site was uncomfortable. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the pocket site was moved above the beltline and the ipg was replaced. No device malfunction was suspected. The patient was doing well postoperatively. The explanted ipg was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patients pocket site was uncomfortable. The patient will undergo a revision procedure wherein the ipg will be relocated and replaced.